Manufacturer narrative:
Device evaluation: the customer reported issue of "stuck in software update screen" was confirmed. Further investigation found deforming upstream occlusion (uso) seal and peeling downstream occlusion (dso) seal. Updated the software to the latest version. Replaced uso seal and dso seal. The device passed all functional testing after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device got stuck on the software update screen¿; during device evaluation it was found deforming upstream occlusion (uso) seal and peeling downstream occlusion (dso) seal. Status of the product at the time of the event was during testing. There was no patient involvement.